Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump fell and was damaged on the side of the reservoir and insulin leaks as retainer ring was also missing. Customer mentioned that the screen was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The middle keypad button is cracked. Plus there are scratches on the sides of the case as well as on the edges of the lcd window. The scratches on the lcd window are minor in that the user can barely notice them. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4)